Manufacturer narrative:
The excor blood pump, s/n (B)(6) was on the patient since (B)(6) 2024 until the time of the event on 2024-05-31 (97 days). We have reviewed the production records of the excor blood pump s/n (B)(6) . This pump was produced according to our specifications. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on (B)(6) 2024 to report that the pump had a "crunching sound' on a patient being supported with excor blood pump pu valves; 25 ml, in/out ø9mm. Ca advised lowering systolic driving pressures, monitor hemolysis labs, and watch for additional graphite powder. Ca emphasized that lower systolic driving pressures might mitigate "crunching sound." Ca advised monitoring labs and watch for any changes in pump function. The ldh values were baseline high 4.4k, 3.7k, 4.4k over the last 11 days. The upper limit of normal for the ldh at this hospital is 321 u/l. The pump functioned as intended with complete fill and ejection. On (B)(6) 2024, after contacting the site, ca recommended for a pump change as the site continued to be concerned. Per site, there have been discussions about up-sizing outflow cannula and change the pump.

Manufacturer narrative:
On 2024-06-11 the excor blood pump pu valves (sn (B)(6) ) , was returned to berlin heart gmbh for investigation. During initial visual inspection of the returned blood pump, no abnormalities were found. The blood pump was then tested for functional performance. The pump's performance met the specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. The "orange peel" appearance claimed was visible in the video provided by the site, however it was not detected on the returned blood pump during testing it, using the parameters of the clinic. Operating noises could be heard during the test. The clinic provided berlin heart with two audio recordings of the blood pump at the time of the event. While nothing could be heard on one audio track, clear operating noises could be confirmed on the other audio track. These were very similar to the noises detected during the functional test. For further evaluation, the blood pump was opened and all parts that contribute to pumping noises during operation were checked. All three layers of the membrane were intact and the graphite distribution was uniform without any gaps. The stabilization ring was without any defects. The sound in question is an operating sound which has recently been described as "crunching" in other complaints as well. Functional testing of the blood pumps in those cases revealed that this "crunching" noise does not indicate damage or a malfunction. All blood pumps examined so far, including the affected blood pump for this complaint, met the functional specifications of the manufacturer. The pumping sounds may change over time and have no adverse impact on performance of the device. Further, no vibration of the valve leaflets was detected. Therefore, the correlation between the pump function and increased hemolysis values of the patient could not be determined. No failure was observed and the blood pump functioned as intended. There is a typo "assisst" in the box d.2 of the initial report, hence it has been corrected.